Event description:
The customer reported that there was no asystole alarm for a leads off condition on a pt that had expired after pulling their leads off. The customer reported that their expectation was to get asystole alarm if a leads off condition occurred on a pt.